Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error message. The reporter also indicated "the hospital network was having an issue; fiber line was damage coming into building and their it team was working to fix the issue". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it experienced a fatal error. A field service engineer restarted the station and logged into admin, checked the c and d drive storage found that both had sufficient space, shutdown the station and unplugged the network cable, then restarted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a fatal error message. The reporter also indicated "the hospital network was having an issue; fiber line was damage coming into building and their it team was working to fix the issue". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.